Manufacturer narrative:
Additional issues were identified during the device evaluation:the bending section cover had cementing defects; the connecting tube coating was peeled off; the up/down control knob was broken; and the image guide bundle had spider webs. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, cystonephrofiberscope, to the olympus for annual inspection. Upon inspection and testing of the returned device, it was found that dirt was in the biopsy channel and on the distal tip (probably blood deposits). There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely physical damage on the device may have prevented the foreign object from being removed. The suggested event is preventable by handling the device in accordance with the following sections of the instructions for use: chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.